Event description:
On (B)(6) 2018, a 25mm amplatzer cribriform occluder was deployed in the patient. The left disc deployed properly but the right disc deployed deformed. Multiple attempts were made to flatten the disc, including re-sheathing and re-deploying it but the right disc remained deformed and did not flatten against the septum. The device was removed and another 25mm amplatzer cribriform occluder (lot number: unknown) was deployed successfully with no issue. There were no patient consequences reported.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 25mm amplatzer cribriform occluder was deployed in the patient. The left disc deployed properly but the right disc deployed deformed. Multiple attempts were made to flatten the disc, including re-sheathing and re-deploying it but the right disc remained deformed and did not flatten against the septum. The device was removed and another 25mm amplatzer cribriform occluder (lot number: 6378887) was deployed successfully with no issue. The procedure was not extended beyond 30 minutes and the patient remained hemodynamically stable throughout the procedure. There were no patient consequences reported.